Event description:
This lead was explanted due to persistent out of range impedance. An x-ray showed the lead was wrapped at an acute angle in the pocket. The physician was unable to place a new lv lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis revealed fractures of the conductor coils to the lead tip and ring electrode at 39 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. This result can be considered to be the root cause of the out of range pacing impedance measurements mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection revealed a deformation of the is-1 connector. The insulation was found abraded in this area. These damages most likely originated from the interaction between the lead and the ICD can. These results are consistent with the clinical observation. Further damages were noted during the inspection, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.